Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 28-jun-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (0.08 mg/day, 1 mg/ml) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient experienced swelling at spinal incision and pump pocket sites due to cerebrospinal fluid (csf) leak. There was no environmental/external/patient factors that may have led or contributed to the issue. The hcp suspected csf leak from dura at catheter insertion site. Plan was to surgically dissect down to location where catheter enters the dura, and close the leak using purse string suture at dura and fibrin sealant. Pressure bandage and abdominal binder was used as intervention. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.